Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's dock connector and activity logs were returned. Review of the activity logs did not find evidence to support the reported event. The dock connector was put through extensive testing without duplicating the malfunction. The batteries used were not returned as part of this investigation. No trend is associated with reports of this type.